Event description:
Subsequent to the initial report, it was reported that the patient remained hospitalized until their death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve insufficiency/regurgitation, unspecified tissue injury, and death are listed in the IFU as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott global medical affairs director who concluded that there is no evidence that death was related to the device. However, it was likely related to the procedure since mr recurred, which probably promoted health deterioration leading to death. Based on available information, the incomplete coaptation/slda (periprocedure) appears to be due to the unspecified tissue injury. The mitral valve insufficiency/regurgitation (recurrent mr) appears to be a cascading effect of the slda. A cause for the unspecified tissue injury (no treatment) could not be determined. It is possible that the challenging patient anatomy including flail, tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed etc. Contributed to the reported event; however, this cannot be confirmed. The death appears to be due to a combination of procedural conditions and worsening patient condition, per details from the medical review and the coroner¿s report. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted successfully reducing mr to 1-2. On (B)(6) 2021, two days post procedure, echocardiogram was performed to check clip placement. It was observed that the clip (00908u293) had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3-4. A posterior leaflet tear was suspected. The patient deteriorated after the slda and passed away on (B)(6) 2021, the cause of death is undetermined. No additional information was provided.